Manufacturer narrative:
H6: codes were updated based on new information received. Review of this MDR and/or additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event no longer meets the reporting requirements stipulated in 21 cfr 803. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received from a foreign health care provider (for, hcp) via a manufacturer representative (rep) indicated that the service provider initially reported the event to the rep. The cause of the pump alarming was determined to be an old pump that wasn't deactivated. The patient mistakenly thought that it was his new pump. The physician himself informed the rep about it. The old device was delivered to the patient by the physician to be submitted to the reimbursement board. So, the patient thought that it was the new pump making the noise. Additional information received from a foreign health care provider (for, hcp) via a manufacturer representative (rep) indicated that the patient had the MRI on (B)(6) 2025. When interrogating the pump, the team near the patient stated that no alarms appeared on the clinician tablet. When the patient was at the hospital, the hcp's could not hear the alarm. When asked when the patient noticed the alarm, it was stated that it appeared it did make an alarm noise in one room which happened to have the patient's old synchromed device. The patient had an old pump at home that was not deactivated.

Event description:
Information was received from a foreign manufacturer representative (for, rep) regarding a patient receiving intrathecal baclofen 2000 mcg/ml at 160.1 mcg/day via an implantable pump. It was reported that the patient had a pump implanted on the 8th of january. At first, the patient began to hear a critical alarm sound coming from the pump once every hour. But recently, the pump started giving a critical alarm sound every 10 minutes. The patient's pump reservoir was full, and the patient was benefiting from the therapy. The pump had been updated with the clinician tablet (which also had the latest update), but the critical alarm sound did not stop. The rep attached the patient's report. It was stated that the patient had magnetic resonance imaging (MRI) after the implantation and one week after the MRI critical alarm started. The patient stated that the alarm sound started around (B)(6). The attached pump logs showed that a critical alarm was triggered due to a motor stall of the pump on (B)(6) (11:36 am) and resolved within an hour (12:17 pm). There were no other pump logs that indicated the activation of a non-critical alarm of the pump. The report also did not indicate any current active alarms.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.